Manufacturer narrative:
Date of event: exact date unknown, information not provided. Best estimate is 2017. Catalog#: a complete catalog# is unknown as the serial number is not provided. Serial#: unknown, information not provided expiration date: unknown, as serial number was not provided. Unique identifier: a complete UDI# is unknown as the serial # was not provided. If implanted, give date: unknown/not provided. If explanted, give date: not applicable as lens has not been explanted. (B)(4). Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified. Manufacturing record review: a review of the records could not be performed as the product lot/serial number was not provided. A search of complaints related to this production number was unable to be performed due to no serial number being received. Conclusion: based on the investigation, no product deficiency was identified. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. (B)(4).

Event description:
Literature title: reversible opacification of hydrophobic acrylic intraocular lens- two cases report. One eye developed lens opacification of the iol (zcb00) and ocular discomfort two weeks postoperatively. The post op regimen of drops were changed- switching flumetholon to pred forte. The opacification and discomfort were resolved completely four weeks later.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.